Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discrimination feature which distinguishes between rapid and gradual onset of fast ventricular rhythms withheld defibrillation therapy for a ventricular tachycardia (vt) episode that was classified as supra ventricular tachycardia (svt). The rhythm was noted to be in the therapy zone although it was noted to be going in and out of the therapy zone at times. The patient was hospitalized and the device remains in use. No further patient complications have been reported as a result of this event.